Event description:
In 2008, a female patient of unknown age and medical history underwent a diagnostic cardiac catheterization procedure performed through a 6 french procedural sheath placed in the right common femoral artery. At the end of the catheterization procedure a mynx vascular closure device was used by a trained operator to achieve immediate access site hemostasis. Prior to discharge, the patient was diagnosed via doppler ultrasound with a right groin hematoma and pseudoaneurysm. Surgical evacuation of the hematoma and repair of the pseudoaneurysm was successfully performed the following day. The patient tolerated the procedure well with no further incident reported.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.